Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2024. The patient was discharged. The patient had a 45-day transesophageal echocardiography (tee) and imaging showed the closure device completely sealed the laa. On (B)(6) 2025, the patient was reported to have had a stroke. The stroke led to a fall and the fall caused a hemorrhage. There is no further information available at the time of this report.

Manufacturer narrative:
H6: impact code corrected from f26: no health consequences or impact to f12: serious injury/ illness/ impairment.

Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2024. The patient was discharged. The patient had a 45-day transesophageal echocardiography (tee) and imaging showed the closure device completely sealed the laa. On (B)(6) 2025, the patient was reported to have had a stroke. The stroke led to a fall and the fall caused a hemorrhage. There is no further information available at the time of this report.